Event description:
On (B)(6) 2016, pacemaker follow-up was reportedly performed after observing a decrease of the patient rate to 40 bpm. Upon interrogation, ventricular lead impedance was saturated at 3000 ohms in bipolar configuration, and loss of ventricular sensing and pacing was observed. Ventricular pacing was reprogrammed in unipolar configuration and normal ventricular lead values were measured. Re-intervention was scheduled on (B)(6) 2016. During the replacement procedure, the ventricular lead was disconnected from the port without lead pull test, and was not measured by a pacing system analyzer. Reportedly, no fracture could be visually identified from x-ray of the ventricular lead. A new ventricular lead was successfully implanted in the ventricle, and the old one was abandoned inside the patient's body with a lead cap. Although no failure was suspected on the pacemaker, it was also replaced considering battery depletion, and discarded at the hospital.